Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was evaluated and the touch display dark/blackout issue and color bar on monitor issue were not found. The equipment was kept under observation for more than 4 working days, but no such issue observed/occurred. However, the following non-reportable defects were found: heavy dust inside the unit, wire found corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: gangapada super speciality hospital pvt ltd (user facility captured here due to character limitation in section). The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, while using the video system center, it was found that the liquid crystal display's touch screen was dark intermittently as the machine was turned on. When the camera head was inserted, a color bar appeared on the monitor. The issue was found during maintenance. There was no patient involvement associated with the event.